Event description:
It was reported that the patient presented for remote follow-up via merlin.net with over-sensing exhibited by the right ventricular lead. The over-sensed noise episodes resulted in pacing inhibition and loss of capture was also noted. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.